Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that the tubing was separated from the luer connection, the tubing looks to have been pulled from the luer connection, no other damage or anomalies were observed. The complaint of tubing broken can be confirmed. The probable cause is due to unintentional pulling forces on the tubing. The timeframe of the occurrence cannot be determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. As no lot number was provided no review of device history records could be conducted. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during a training session, the tubing connecting the infusion site to the cassette was accidentally broken. The issue was resolved. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.